Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2024, day 20 after insertion. The sensor was tested in-house, but the failure mode could not be reproduced during the return product analysis testing. This may occur in some instances where the failure mode that presents itself is in the body is not reproduced in the lab. The review of the sensor data in dms showed the sensor was taking longer than usual to stabilize after insertion, which eventually triggered the sensor replacement alert. The potential root cause for this slow recovery post-insertion is coagulated blood from the insertion process interfering with the interface of the hydrogel. As part of resolution, the RMA was authorized for sensor replacement. B4: date of this report 27 january 2025. G3: date received by the manufacturer? 27 january 2025. H3. Device evaluated by manufacturer? Yes. H6: type of investigation updated to 10. H6: investigation findings updated to 114. H6: investigation conclusions updated to 4315.